Manufacturer narrative:
The reporter¿s meter was provided for investigation where it was tested using retention strips and retention controls. Level 1 testing results (qc range = 1.0 - 1.4 inr): qc 1: 1.2 inr. Level 2 testing results (qc range = 2.4 - 3.6 inr): qc 2: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The returned and the retention material meet the specification.

Manufacturer narrative:
The patient's meter and test strips were requested for investigation and replacement products were sent to the patient. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.

Event description:
It was alleged that a patient received a questionable result when tested with coaguchek xs meter serial number (B)(6). At 8:20 a.m., a sample from the patient was tested using the meter, resulting in a value of 1.8 inr. At 8:35 a.m., a sample from the patient was tested using the meter, resulting in a value of 2.3 inr. The patient's therapeutic range is 2.5 - 3.5 inr.